Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficulty to deploy the needles and difficult to remove was confirmed. The reported difficulty to deploy the needles, difficult to remove and tissue damage appears to be related to user technique as a result of the suture lumen clamped. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following information has been added. There was a reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two prostar xl devices were attempted in a common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 21fr. The first prostar xl device successfully placed. Reportedly, after the needles were removed, the device could not be removed from the patient anatomy. The white sutures were cut and the device was removed. The white sutures were stuck on the metal ring at the exit port. Vessel damage was noticed and another prostar xl device was successfully placed. Hemostasis was achieved with five sutures from the two prostar xl devices and the tavi procedure was completed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.